Manufacturer narrative:
One sample returned for evaluation. Visual inspection found disconnect due to an absence of solvent. This was most likely caused by an operator omission of solvent assembly step. Five samples from retained units of the same lot were evaluated. Water leak testing was performed with no leak found. Pull test was conducted on one of the five samples and passed without issue. 20 samples total were visually inspected from retains with no abnormalities found. Pull test sampling in production increased the amount needed for sample from 5 to 13 per lot. No anomalies were reported during the validity of this deviation. Feedback was provided to operators regarding the assembly process fault to heighten awareness. Fixture implementation was added to identify when an absence of solvent is present on unions of the tube.

Event description:
It was reported that the tubing came unattached during switching of lines. There was no patient or clinician injury reported.

Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.